Event description:
Patient is not able to activate the ipg during at home therapy sessions using the magnet. Troubleshooting steps were performed. The patient is using a magnet that was not provided by mti to activate the device at home. Device will continue to be monitored by microtransponder and the therapist. If new information becomes available, this report will be updated.

Manufacturer narrative:
Submission was delayed due to routine onsite FDA inspection.